Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a maverick 2.5x15mm balloon. The physician attempted to place a liberte 3.0x20mm bare metal stent to the 80% stenosed lesion located in the moderately calcified, tortuous mid right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery sys the stent dislodged. A snare was used to successfully retrieve the dislodged stent out of the body. The procedure was completed with a non bsc stent, unk size. No pt complications were reported. Pt status post procedure is noted as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; ;therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.